Event description:
It was reported that the physician had difficulty with re-extending the helix on the leads. When he retracted the leads from the vein he was able to re-extend the helix on the table for the lead that was left in-vivo. However, there was some stickiness or hesitancy with this helix deploying in that the torque would build up towards the tip of the lead and then suddenly push the helix out very quickly. The other lead's helix could not be reextended and is not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned and analyzed. The helix will not extend due to being over retracted. Blood/body fluid in/on distal conductor(not obstructed) and also in/on helix/lobe mechanism(sleeve head).